Event description:
Device issue: stent dislodgement. Time of device issue: during procedure. Adverse event: surgical intervention to remove stent. It was reported that after pre-dilation of the chronic total occlusion in the mid left anterior descending artery, the promus 2.75 x 28 mm could not cross the lesion. As the stent delivery system (sds) was being removed, the stent dislodged from the sds balloon. The promus 2.75 x 15 mm sds was advanced in an attempt to retrieve the dislodged stent, but it could not cross. Unsuccessful attempts were also made to snare the dislodged stent. The dislodged stent embolized to the patient's leg. Surgical intervention was performed and the stent successfully removed from the anatomy. The patient's condition is reported as good. Though requested, no additional information has been provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbot vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.